Event description:
It was reported that the pt experienced an underdose and a loss of consciousness. The pt had fainting spells, or blackouts, the week prior to this report. This was the first time the pt experienced these symptoms. There was no check of the pt's pump for a volume discrepancy. No other diagnostics studies were performed. The pt's pump contained: dilaudid at a concentration of 10mg/l and a dosage of 0.8 mg/day; and bupivacaine at a concentration of 2 mg/ml and a dosage of 0.16 mg/day. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).